Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the device's top jaw is detached after 30 minutes of use. Did not fall into the patient. Another device was used to complete the case (procedure extension: 15 minutes). No patient consequences.